Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had an old infarct on the CT scan, but new since their last CT. The patient underwent a carotid ultra sound and echo due to suspected pump thrombosis and had a recent history of stroke. They were elevated on the heart transplant list and received a heart transplant on (B)(6) 2020.

Manufacturer narrative:
Section d10, h3: correction. Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed through the evaluation of heartmate 3 lvas, serial number (B)(6). Additionally, a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established through this investigation. (B)(6) was returned assembled with the pump cable severed approximately 5.5¿ from the pump housing. The distal portion of the pump cable and the modular cable were not returned. The sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft attachment. The outflow graft clip was returned properly attached over the sealed outflow graft and bend relief hardware. The apical cuff was returned secured with the cuff lock fully engaged. Upon disassembly of (B)(6), inspection of the pump¿s blood contacting surfaces revealed no evidence of any adhered or developed depositions or thrombus formations that would have contributed to a functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.